Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer used juice and food and was given a glucagon shot and intravenous fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Customer believes the insulin pump over delivers insulin. Troubleshooting was completed. The customer was on acne medication, blood pressure medication, as well as antibiotics. The customer also gets no delivery alarms and had other low incidents on (B)(6) 2017. The insulin pump will be returned for analysis.